Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage was noticed. The lesion was located in the posterior descending artery (pda). The vascular access site was the right femoral artery. The pt's anatomy was mildly tortuous. The physician attempted to deliver a taxus epxress2 3.00x12.0mm drug eluting stent through a saphenous vein graft (svg) to the pda, however was not able to reach the lesion. The stent delivery system (sds) was removed and the physician pre-dilated then lesion. The physician re-inserted the sds but it then became hung up on the ostial portion of the svg. When the sds was again removed, the physician noticed that the stent struts were bent back. The procedure was successfully completed with a cypher drug eluting stent. There were no pt complications.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.